Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain and lumbar radiculopathy. The patient reported that he has had recent issues occur with the implant, where sometimes when he turns it off it stays on and the spots it is supposed to be helping the most have gotten "out of whack". The patient stated that the calibration has gone "haywire" and he inquired about reprogramming. Product service specialist (pss) redirected the patient to follow up with health care professional (hcp) for reprogramming/ coordinate with manufacturing representative (rep) . No further patient symptoms or complications were reported in this event.